Event description:
It was reported that the implantable cardiac monitor (icm) is undersensing causing false bradycardia/pause episodes. In some instances this occurs in the presence of bigeminal premature ventricular contractions to undersense r-waves. The device sensitivity was changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.